Event description:
Da vinci stapler misfired during a robotic assisted laparoscopic sleeve gastrectomy and the staple did not retract. The staple cut the patient's stomach which required surgical repair. Reference report: mw5153463.